Event description:
As reported by the exactech knee replacement study, approximately four years post initial tka, this (B)(6) female patient experienced aseptic tibial loosening. Patient came in with increased pain. X-rays show loosening of tibial component with medial & posterior subsidence and lucency around component. On (B)(6) 2021, patient saw surgeon and knee was aspirated and sent for cultures. On (B)(6) 2021, it's concluded negative for infection. A revision was done on (B)(6) 2021 using smith-nephew products. The event is unlikely related to the device buy definitely related to the procedure.

Manufacturer narrative:
Concomitant medical products: logic cr tib insert std, sz 4, 13mm (cat# 02-012-47-4013). Logic cr femoral cem, right, sz 4 (cat# 02-010-03-0340). Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
Concomitant medical products: logic cr tib insert std, sz 4, 13mm (cat# 02-012-47-4013 / serial# (B)(6)). Logic cr femoral cem, right, sz 4 (cat# 02-010-03-0340 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
(H3) the revision reported was likely the result of an insufficient bond between the tibial tray and the bone, poor bone quality, patient-related conditions, or any combination of these possibilities, which led to aseptic (non-infected) tibial loosening and tibial subsidence. However, this cannot be confirmed as the devices and pre-revision x-rays were not available for evaluation. The most probable root cause associated with the reported event of "loosening - tibial¿ is associated with weakened integration of the tibial component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Furthermore, the most probable root cause associated with the reported event of "tibial subsidence¿ is associated with a tibial tray that subsides into the prepared tibia further than expected. This typically occurs post-operatively.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.